Manufacturer narrative:
The device was returned to resmed for evaluation. During resmed evaluation of an astral device, review of the device error logs revealed error message (sf180) related to power/charging fault. The battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4)

Event description:
During resmed evaluation of an astral device, error message (sf180) related to power/charging fault was identified the device error logs there was no patient harm or serious injury reported as a result of this incident.